Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump malfunctioned. They could not get out of the main menu. The reported product fault occurred while in use with the patient. The product issued did not cause or contribute to patient or clinical injury. The device was replaced. The reason for use is pulmonary hypertension.